Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at the third inflation, it was noted the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the returned pcb 2cm device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon approximately 9mm distal to the distal edge of the proximal makerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no damage or any issues along the lenght of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at the third inflation, it was noted the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.